Manufacturer narrative:
The problem was confirmed. There were no parts replaced, the unit had internal dust. There was an error code of 1007.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a pressure sensor fault. The customer reported there was no patient involvement.